Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shocks for a supraventricular tachycardia (svt). The patient had received anti-tachycardia pacing and three 41 joule shocks. The implantable cardioverter defibrillator (ICD) was reprogrammed to optimize the svt discriminators and detection zones. No additional adverse patient effects were reported.